Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 75% stenosis in the distal circumflex. Reportedly, the lesion was dilated with a non-abbott balloon catheter. The 3.0 x 15mm nc rx trek balloon catheter was advanced; however, the balloon ruptured, during first inflation at 14 atmospheres. The lesion was further dilatated with a non-abbott balloon catheter and a stent was implanted. There was no resistance felt during advancement to the lesion or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.